Event description:
The patient reported her insulin infusion device has 2 weeks of life left. She then stated the device stopped functioning today when she tried to prime. A company representative offered to troubleshoot the issue, but the patient declined stating she did not have time. Repeated attempts to follow up with the patient were unsuccessful. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.